Event description:
It was reported the telemetered battery voltage showed 2.81v and the battery voltage measurements from performance data collected from the device showed 2.96-2.97v. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.81v and the daily measurement was 2.97v.